Event description:
Event description guidant received information that this implantable lead displayed an out of range shock lead impedance. The device had been implanted 2 months. The impednace was normal at implant, and since that time was intermittently out of range on daily measurements.